Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. No issues were noted during preparation of the sheath. A pump was used as the method of irrigation. During procedure, the sheath was inserted into body, when the air was aspirated microbubbles were being drawn out. Air was observed being drawn into the faradrive sheath and bubbles were noted in the flush port syringe. No air was seen in the patient. The sheath was replaced, and procedure was completed without patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. No issues were noted during preparation of the sheath. A pump was used as the method of irrigation. During procedure, the sheath was inserted into body, when the air was aspirated microbubbles were being drawn out. Air was observed being drawn into the faradrive sheath and bubbles were noted in the flush port syringe. No air was seen in the patient. The sheath was replaced, and procedure was completed without patient complications. The sheath was returned for analysis.